Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that during a case, the unit started to flake. It was further reported that there were no adverse consequences to the pt.